Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Further information was received indicating on (B)(6) 2019, episodes of noise were observed on merlin.net. Some of the noise episodes were treated inappropriately with anti-tachycardia pacing and aborted high voltage therapy. An in-clinic follow-up was performed and an x-ray examination confirmed the externalized conductors. Then, on (B)(6) 2019, the right ventricular (rv) lead was explanted and replaced. The patient was stable following the replacement procedure.

Manufacturer narrative:
(B)(4). Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis. Updated field safety corrective action (fsca) implemented in november 2011 (sjm ref (B)(4)) with updated patient management recommendations and estimates of failures associated with all cause insulation failure on riata and riata st silicone endocardial defibrillation leads, with a specific emphasis on externalized conductors. St. Jude medical voluntarily and proactively stopped selling riata and riata st silicone defibrillation leads in december 2010. No riata and riata st silicone endocardial leads included in the fsca have been distributed post this corrective action. All concerned competent authorities were notified about this action at the time. Updated information regarding performance of riata and riata st silicone defibrillation leads can be found on (B)(4). (B)(4).

Event description:
During follow-up, right ventricular lead externalization was confirmed by fluoroscopy. All electrical parameters were normal and stable. The physician decided to take no action. The patient is in stable condition and is being monitored.